Event description:
Anesthesia gas scavenging unit not working properly. Several employee's became lightheaded and had to leave the or. The scavenging unit was later repaired by biomedical engineering.